Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of the customer reported high blood glucose levels due to bent cannulas. The insulin pump is not alarming no delivery. The blood glucose reading was 420 mg/dl. Customer treated with insulin pump. No further information was provided.